Event description:
A 300cm jindo wire became stuck at the lesion and separated near the distal end in the patient during removal. Pta was being performed in the superficial femoral artery. It is unknown if the lesion was a de novo, but was heavily calcified and slightly tortuous. The % of the stenosis was 100% (cto). The device was delivered to the lesion, but it became stuck at the lesion. When the physician tried to remove the device from the patient, it separated at approximately 2cm from the distal end of the wire. The proximal part of the jindo was retrieved from the patient, and the 2cm of the distal segment part remained in the patient. Therefore, the distal segment part was retrieved from the patient by a snare catheter. The procedure was finished successfully, and current condition of the patient is stable.

Manufacturer narrative:
A 300cm jindo wire became stuck in a chronic total occlusion (cto) lesion and separated near the distal end in the patient during withdrawal. The broken distal end was removed with a snare and the procedure was continued successfully. Pta was being performed in the superficial femoral artery. It is unknown if the lesion was a de novo, but was heavily calcified and slightly tortuous. The % of the stenosis was 100% (cto). The device was delivered to the lesion, but it became stuck at the lesion. When the physician tried to remove the device from the patient, it separated at approximately 2cm from the distal end of the wire. The proximal part of the jindo was retrieved from the patient, and the 2cm of the distal segment part remained in the patient. Therefore, the distal segment part was retrieved from the patient by a snare catheter. The procedure was finished successfully, and current condition of the patient is stable. Additional information was received that the wire was not kinked or damaged in any way prior to insertion into the patient. It was not reported that the wire was re-shaped and it was not used for treatment of another lesion prior to the event. 'Drilling' or 'jack-hammer' technique was not used to recannalize the vessel. While crossing the lesion, the wire became stuck in the cto lesion. The physician tried to remove it, but the wire separated. The wire tip was visible on fluoro. The physician did not comment if the wire behaved unusually. There was no resistance or friction between the wire and other devices and it did not kink while being used. It was also not advanced through the struts of an existing stent. The wire tip did not repeatedly prolapse during placement. The tip did not remain in a prolapsed position during treatment of the lesion and was not advanced into the distal vasculature. It is unknown if the wire torqued against resistance. Some friction was felt when the device was pulled out from the vessel. One non-sterile jindo steerable guidewire was received coiled in a plastic bag, the unit was found kinked, also distal end was found stretched. No other anomalies were noted. Distal tip was observed under a microscope and was found stretched and fractured. Sample was sent to sem for further analysis. Sem results showed that the core wire presented evidence of smearing; the coil wire presented evidence of ductile dimples and twisting. Pulling/ stretching could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. (B)(4). The failure reported by the customer as 'guidewire withdrawal difficulty-from vessel' could not be evaluated due to the nature of the complaint. The failure reported by the customer as 'distal tip fractured-separated' was confirmed, the guidewire distal tip was found fractured, however according to sem analysis the fracture was provoked by an excess of force applied to the wire. Analysis and DHR review indicates that device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The product met specification prior to shipment. Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. The IFU warns to never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Based on the information provided, there are possible vessel characteristics (cto, calcification, tortuous) and procedural factors (withdrawal difficulty) that may have contributed to the event reported. Neither the DHR, nor the product analysis suggests that the events are related to the manufacturing process. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant devices: inflation device: medtronic's; gw: radifocus; yconnector: okay; bc: sterling; sheath: medikit's; stent: ptx. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.